Event description:
Customer reported a past high blood glucose event with an unknown cause. Highest level recorded was 520 mg/dl. Cause was not known. Customer administered a correction injection via multiple daily injections and control iq feature was active at the time. Customer reverted to an alternate form of insulin therapy.